Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Visual inspections were performed on the returned device. The reported needle to cuff miss was confirmed. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The additional two proglide devices referenced are being filed under a separate medwatch report numbers.

Event description:
It was reported that suture placement in the moderately calcified right common femoral artery was attempted with two proglide device using the pre-close technique via an 8f sheath prior to a endovascular aneurysm repair (evar) procedure. Reportedly, the sutures of the two proglide devices were deployed successfully. The sheath was upsized to a 20f and the evar procedure was completed. While attempting to achieve hemostasis, one of the proglide sutures along with the knot came out of the arteriotomy. An attempt was made with two additional proglide devices; however, cuff misses occurred with both of them. A surgical cut down was performed and hemostasis was achieved with surgical suturing. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.